Manufacturer narrative:
Additional information: h6: type of investigation 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced endophthalmitis diagnostic cultures and treatment were performed. Diagnostic cultures were negative, and the treatment performed was reported as "vancomycin irrigation solution is used to flush the anterior chamber to eliminate infection, along with systemic anti-infective treatment." Lens explanted and problem was resolved. The cause of the event was reported unknown.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H3 - device evaluation is not required. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).